Event description:
Olympus medical systems corp. (Omsc) was informed that during an endoscopic stent placement procedure for a biliary duct using a metallic stent, the filament of the stent became stuck in the tip of the subject device and could not be released. The event reportedly occurred when the user attempted to cut the excessive portion of the duodenal end of the stent. It was reported that the facility could release the stent and withdraw the subject device from the patient after they operated the handle of the subject device and the endoscope. There was no report of patient injury regarding this event.

Manufacturer narrative:
The subject device have not been returned to omsc for evaluation at present. If reportable result is found after the evaluation, omsc will submit the result as supplemental report. Omsc reviewed the manufacturing records of a period, when the subject device was supposed to be manufactured, and confirmed that there was no irregularity. The device instruction manual warns users that "do not use the instrument to cut any objects other than the surplus of olympus loop (e.g., maj-254, maj-340). If anything other than the surplus of the loop is cut, the blades may be damaged and unable to perform properly, the cut object may be caught in the tip of the instrument, and it may become difficult to safely remove the instrument from the body. Such objects other than the surplus of loop may include, stent wire, sewing threads, and loop stoppers." This report is being submitted as a medical device report in an abundance of caution.